Manufacturer narrative:
The lead was capped and surgically abandonded. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that right atrial loss of capture was observed at a routine follow-up appointment. This implantable right atrial pacing lead also exhibited a decrease in p-wave measurements and impedance measurements. It was reported that the patient has poor av conduction and was experiencing dizziness and having syncopal episodes. A holter monitor was utilized and pauses in pacing were observed for 3.5 seconds. An invasive procedure was performed to replace the lead. At the time of the procedure, it was reported that impedance measurements had become out of range. The lead was capped and successfully replaced.